Event description:
The customer alleged the pump would state that it was running when nothing was being delivered.

Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed.